Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on ilet for five days experienced nocturnal hypoglycemia after announcing usual dinner meals, with lowest blood glucose of 39 mg/dl and approximately 1.5 hours below range; the user treated with lemonade and reported high insulin sensitivity. Symptoms included shakiness and mild sweating. Outcomes included self-treatment without medical intervention or hospitalization. Investigation included troubleshooting and education, during which the user was informed that the ilet continues to learn insulin needs and was advised to work with a diabetes educator or endocrinologist for any setting changes and to avoid overtreating lows. Investigation of this case revealed no device alarms or malfunctions reported and no use of back-up therapy beyond oral glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.